Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture, breast pain, lumps in the right breast and "fluid from the implant flows into the tissue". The device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture, breast pain, lumps in the right breast and "fluid from the implant flows into the tissue" diagnosed by ultrasound. Later reported breast asymmetry and submammary fold. Healthcare professional reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2a., d.2b., h.4., h.6., h.11.